Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 45 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding ("haemorrhagic periods (up to 15 days in a row)"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), headache ("headaches"), arthralgia ("joint pain"), polydipsia ("polydipsia"), thirst ("excessive thirst"), dry mouth ("xerostomia / dry mouth"), dry eye ("dry eye syndrome/ocular dryness"), tinnitus ("tinnitus"), disturbance in attention ("problems of concentration"), bruxism ("bruxism"), back pain ("back pain (l5 vertebrae)"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("with another gynaecologist, a reason was put forward. Several fibroids appeared"). At the time of the report, the pelvic pain, back pain and abdominal pain had not resolved. The outcomes for heavy menstrual bleeding, uterine leiomyoma, headache, arthralgia, polydipsia, thirst, dry mouth, dry eye, tinnitus, disturbance in attention and bruxism were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma, pelvic pain, headache, arthralgia, polydipsia, thirst, dry mouth, dry eye, tinnitus, disturbance in attention, bruxism, back pain, endometriosis or abdominal pain. The reporter commented: for all these symptoms, I had research and tests, which never allowed for an accurate diagnosis. This leads to an obligation to live in pain and isolation. A new gynaecologist comes up with the idea of endometriosis. Menopausal for a year, no symptoms disappear, on the contrary, the pelvic pain persists, it is even increasing. Recently, after pelvic, back and abdominal pain treated by physiotherapy sessions, exercise, etc. Giving no sign of improvement for 9 months, an x-ray and the doctor present informs me of the many cases similar to mine encountered and on the increase with those implanted with essure, which can finally explain this change of life in pain. 9 years of suffering and a weakened body. I now have to find specialists without financial interest with the bayer laboratory. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4).) On 07-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding ("haemorrhagic periods (up to 15 days in a row)"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), headache ("headaches"), arthralgia ("joint pain"), polydipsia ("polydipsia"), thirst ("excessive thirst"), dry mouth ("xerostomia / dry mouth"), dry eye ("dry eye syndrome/ocular dryness"), tinnitus ("tinnitus"), disturbance in attention ("performed, without any change in the growing symptoms."), bruxism ("bruxism"), back pain ("back pain (l5 vertebrae)"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("with another gynaecologist, a reason was put forward. Several fibroids appeared"). At the time of the report, the pelvic pain, back pain and abdominal pain had not resolved. The outcomes for heavy menstrual bleeding, uterine leiomyoma, headache, arthralgia, polydipsia, thirst, dry mouth, dry eye, tinnitus, disturbance in attention and bruxism were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma, pelvic pain, headache, arthralgia, polydipsia, thirst, dry mouth, dry eye, tinnitus, disturbance in attention, bruxism, back pain, endometriosis or abdominal pain. The reporter commented: for all these symptoms, I had research and tests, which never allowed for an accurate diagnosis. This leads to an obligation to live in pain and isolation. A new gynaecologist comes up with the idea of endometriosis. Menopausal for a year, no symptoms disappear, on the contrary, the pelvic pain persists, it is even increasing. Recently, after pelvic, back and abdominal pain treated by physiotherapy sessions, exercise, etc. Giving no sign of improvement for 9 months, an x-ray and the doctor present informs me of the many cases similar to mine encountered and on the increase with those implanted with essure, which can finally explain this change of life in pain. 9 years of suffering and a weakened body. I now have to find specialists without financial interest with the bayer laboratory. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.